Event description:
The customer reported approximately twenty (20) intermittent wash pump system errors on the unicel dxc 600i synchron access clinical system. The customer reanalyzed patient samples that were cancelled due to the errors. There were no erroneous patient results generated. Patient results were not impacted, and there was no patient consequence associated with this event. All patient results produced were acceptable and reported to the hospital. Quality control (qc) was within the acceptable range at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the fluidics manifold and the wash pump assembly to resolve the wash pump motion errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.